Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation. Device evaluation: visual analysis of the returned device identified an opening, a crease fold, and wear abrasion. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed a fold flaw opening.

Event description:
Physician reported left side deflation. Device has been explanted.